Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm, on (B)(6) 2025. It was indicated that the patient used multiple bg meters throughout the same sensor session, which is misuse of the device. According to the patient, on (B)(6) 2025, the cgm was reading ¿low¿ for over 4 hours while the patient was asleep, so the pump thought the blood glucose was low and suspended the insulin. When the patient woke up, she was feeling really unwell and took a bg reading which was over 30 mmol/l and had ketones (no value reported but they were very low). The patient self-treated with insulin pen injection. The patient was taken by the father to the hospital and stayed in overnight and was treated with intravenous saline while monitored. At the time of the report the patient was okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: correction.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm, on (B)(6) 2025. It was indicated that the patient used multiple bg meters throughout the same sensor session, which is misuse of the device. According to the patient, on (B)(6) 2025, the cgm was reading ¿low¿ for over 4 hours while the patient was asleep, so the pump thought the blood glucose was low and suspended the insulin. When the patient woke up, she was feeling really unwell and took a bg reading which was over 30.4 mmol/l and had ketones (no value reported but they were very low). The patient self-treated with insulin pen injection. The patient was taken by the father to the hospital and stayed in overnight and was treated with intravenous saline while monitored. At the time of the report the patient was okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.